Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an alarm issue, and no alarm was detected. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. A work order was created to have the device serviced; however, the work order was cancelled, and it was reported the customer did not respond. It was noted that no further actions could be performed, and the record was closed. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.